Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed that the control body mouthpiece was loose, confirming the customer¿s reported issue. Additionally, the ultrasonic transducer had broken elements and there were sharp and deep scratches on the probe unit. A leak was observed due to a perforation in the rubber on the bending section. Several non-olympus parts were observed, indicating the device has been serviced by a third party. Two labels were not properly attached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a preventive check, the instrument channel port of the subject device was loose, and the plastic around it was lifting. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found appearance defect in the control body. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not identified. The phenomenon reported from the customer was not duplicated. There was a possibility that some kind of external force was applied to the device. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope-3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.